Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 298mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had a missing end cap sticker, cracked reservoir tube and cracked case at display window corner. The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly.